Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced elevated blood glucose levels in the 500 mg/dl range and medium to high ketones, prompting an emergency room visit on (B)(6) 2026. The patient was evaluated, underwent blood draws, ketone testing, and a urinalysis, and returned home the same day. The patient was diagnosed with elevated blood sugar and was treated with insulin. The patient¿s mother reported the event but was unsure whether the pod contributed to the high glucose episode. Device-related details, including lot and serial number, infusion site location, and duration of pod wear were unavailable at the time of reporting. No further information was provided.